Event description:
It was further reported that there were multiple high watt alarms, multiple vad disconnect alarms and one vad stop alarm.

Manufacturer narrative:
A supplemental report is being submitted for correction. Fields b5: event description and h10: additional product were corrected. Additional products: d1: heartware ventricular assist system ¿ 1104 d4: model #: 1104 /expiration date: unk /serial# (B)(6), UDI #: asku, d9: no, h4: mfg date: unk, h5: yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g04105, h6: FDA device code(s): a1412, a141204, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (con413510) was returned for evaluation. Hw30370 was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a controller power-up event at 16:50:32 on 23/jul/2021 in addition to two (2) controller power-up events on 26/jul/2021 at 14:33:56 and 14:37:26 with no motor start events logged. Review of the event file revealed that prior to these controller power-up events, the controller was last powered down on 14/jun/2021 and likely occurred during a controller exchange. A controller power-up with successful motor start event was logged on 26/jul/2021 at 14:39:08. Additionally, four (4) vad disconnect alarms were logged since 23/jul/2021 following each controller power-up event indicating that the driveline was physically disconnected from the controller. Another vad disconnect alarm was logged on 05/aug/2021, indicating a physical disconnection of the driveline from the controller and a motor start event was observed at 12:27:54. Several reactivation events were then logged starting at 15:30:53 on 05/aug/2021 indicating an open phase in the front stator along with six (6) high watt alarms through 08/aug/2021 due to the increased power consumption required to run on a single stator. Additionally, two (2) electrical fault alarms were logged at 04:39:27 and 16:41:34 on 08/aug/2021 due to an open phase in the front stator, causing the pump to run on the rear stator only. A vad disconnect was then logged at 16:46:27 which cleared shortly after. This was followed by a vad stop alarm at 16:47:38 due to a failure of the pump to restart after several attempts. An analysis of the alarm file revealed that the vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by additional vad disconnect alarms and controller power-up events. A successful motor start was observed at 08:26:15 on 09/aug/2021 and a low flow alarm was logged at 08:26:20. As a result, the reported event was confirmed. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. A possible root cause of the losses of power can be attributed to a controller exchange, disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. Based on the risk documentation and the available information, a possible root cause of the electrical fault can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. Hw30370 is not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c21 h6: FDA conclusion code(s): d15, d16 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and two electrical fault alarms that lead to a ventricular assist device (vad) stop. The controller was exchanged. No patient complications have been reported as a result of this event.